Event description:
It was reported that while using two fibers during a prostate procedure, both fibers were observed to become end-firing (forward-firing), at 71,121 and 120,348 joules of use respectively. The physician was able to complete the procedure using a third surgical fiber. Outcome: "successful" - there were no complications or injuries reported. Gland volume: 50g. This report is for the first surgical fiber used.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber cap remains intact and attached and exhibits a drilled through condition; the fiber cap exhibits severe devitrification and char; the fiber is blackened within the glass cap; the heat shrink tube is slightly melted at the distal end. Based on the device analysis, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Manufacturer narrative:
(B)(4) refers to forward-firing of the side-firing surgical fiber; a code request has been submitted.